Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer not detected on the bus. A field service engineer resolved the issue by reseating the row board cable on the drawer controller. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawers which were found off of the bus. The user mentioned that the drawer had already malfunctioned prior to attempting to dispense medication and also verified that there was no impact on the patient. There were no adverse events or injuries reported based on this event.